Event description:
It was reported that during a cholecystectomy procedure, the tissue pad came off during use. It fell into the pt, but it was retrieved. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.